Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(6) revealed the device was functionally okay and there were insignificant anomalies. Analysis of the lead (b) revealed there was a short between circuits from overstress/damage that were insignificant anomalies. All eval method codes apply to both the ins and the lead. Eval result code (B)(6) applies to both the lead and ins, 825 to the ins, and 452 to the lead. The eval conclusion code (B)(6) applies to both the lead and ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported. The device was returned for analysis.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1f8xu serial# implanted: (B)(6)2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional through the manufacturing representative reported painful stimulation and pain at the implant site. There was no symptom relief. Patent underwent multiple reprogramming but their complaints were not resolved. Implantable neurostimulator (ins) and lead were causing uncomfortable stimulation and lack of efficacy. Ins and lead were explanted and a new ins and lead were implanted on the patients contralateral side. Issue had been resolved at the time of report. There were no complications or that no further complications were reported.